Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. No return of product is expected. A transvenous system was then implanted in absence of adverse pt effects.

Manufacturer narrative:
Correction: this report is being filed to correct previous information regarding the system status. UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. No return of product is expected. A transvenous system was then implanted in absence of adverse patient effects. Clinical information was later received, stating the system remains implanted. Boston scientific continues to work with this clinical site to seek clarification. The site has successfully attained copies of this patient's medical records; the s-ICD was explanted and due to infection, as first reported. Another device of unspecified type and manufacturer, was then implanted. No return of any product is expected.

Manufacturer narrative:
This report is being filed to correct previous information regarding the system status. (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. No return of product is expected. A transvenous system was then implanted in absence of adverse patient effects. Clinical information was later received, stating the system remains implanted. Boston scientific continues to work with this clinical site to seek clarification.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.